Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer states during replacement, the tip of the product came off and fell into the stomach. It could be retrieved. Product was used for 180 days. No pt harm. Pt age, gender and weight not provided. Upon further clarification from a covidien clinician, the reported incident is more clearly described as; the customer reported an issue with a feeding tube which had been in use for 180 days. After this feeding tubing was removed, the customer noted that its tip had come off and remained in the pt's stomach. Retrieval of the feeding tube's tip was successful. No pt harm.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. A sample was received for evaluation. After a visual inspection the issue reported was confirmed. Visual inspection was performed in accordance to procedure. According to the investigation, the root cause analysis indicates that the product was used for longer period then stated in the instruction for use (IFU) as the customer states that the catheter was in the patient for a period of 180 days. According to the IFU it states the following: replace the tube at four (4) week intervals to ensure optimum tube patency. The IFU indicates to change the tube at four (4) weeks, and the product was used for more than the optimum time. The process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information provided, a corrective action is not deemed necessary at this time. We will continue to monitor the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.